Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's daughter that the patient felt "thumping" in the area of the device. It was later reported by the patient's clinic that the patient was also experiencing shortness of breath [sob]. The clinic also reported that the thumping the patient felt was diaphragmatic stimulation; the stimulation was actually occurring lower than the device site, by the diaphragm. The left ventricular [lv] lead outputs were adjusted ending the patient's stimulation and sob. The lead remains in use. No patient complications have been reported as a result of this event.